Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: upon loading the first cartridge, the green cartridge status indicator lamp would not be lit up. After replacement of the cartridge for another, confirmed it was lit up upon pushing the silver button after pressing the blue button to confirm the conditions in opening and closing jaws. However, instantly, the cartridge started to bend and it started the calibrations to return to the straight position. Reset the cartridge again but confirmed the same conditions was duplicated. Using another device of ultra universal stapler, the case was completed with no problem. This failure event occurred prior to use on patient. No patient involvement confirmed. Operating time not extended. Unknown use of reinforcement material.